Event description:
It was reported that a patient underwent a mini-laparotomy with a view to a tubal ligation for sterilization on (B)(6) 2010 and suture was used. Following the procedure, that patient continued to have symptoms of weakness, pain, and abdominal disturbance with the sensation of movement inside her abdomen on movement. On (B)(6) 2010, the clips were removed by the general practitioner. At this time, the patient experienced a great deal of pain. The patient returned home and after using the toilet, the abdominal wound broke open and part of the bowel penetrated out through the wound. The patient underwent reoperation. The wound and the protruding bowel was cleaned and the wound was resutured. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.